Manufacturer narrative:
Compromised force sensory system alarmed during prime test due to faulty force sensor resistor, and there was no motor error alarm. The motor passed motor test. There was minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer's mother reported via phone call of issues with customer's pump alarming for motor error. The customer's blood glucose level was reported to be 150mg/ld. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.